Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with cracked battery tube threads and moisture damaged electronic assembly on pcb1.

Event description:
Customer reported via phone call that the insulin pump had crack on the back and fluid in the battery compartment. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the o-ring was in place and fluid under the lcd. The insulin pump will be returned for analysis.